Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Mobi-c p&f us : connexion issue between implant & inserter when surgeon tried to reposition the implant, he had concerns about implant/inserter connexion, finding that the lower plate was mobile. New implant was opened and the same connexion with inserter was noticed. Complaint was directly reported as a user difficulty : "checked the new implant and the connection was the same as the old implant, which verified it could be used. If I would have been more comfortable with the inserter/ implant connection, we wouldn't have had to open a new one." Implantation of the second implant was successful. As defined in surgical technique, "it is normal to have a little movement in the implant attachment to the peek cartridge." The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.